Event description:
Through implant patient registry it was learned that a 25mm 3300tfx valve in the aortic position, was explanted after an implant duration of one (1) year, three (3) months due to severe paravalvular regurgitation caused by large perivalvular abscess cavity. The patient presented with heart failure symptoms. The explanted valve was replaced with a 27mm 11060a valved conduit. Per medical records, tte showed identified severe paravalvular regurgitation with eccentric jet and tee demonstrated echolucent space with septations surrounding much of the bioprosthetic av, consistent with perivalvular abscess cavity. The patient underwent redo-avr with aortic root and ascending aorta replacement with a 27mm 11060a konect valved conduit, CABG and intra-aortic balloon pump placement. Intraoperatively, there was a large phlegmon in the aortic root, extending around the left main coronary button, and a large abscess cavity was seen below the left coronary button, separating the button from the annulus by 1.5 cm. Post-bypass tee demonstrated normal function of the bioprosthetic aortic valve.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. IFU review unable to be performed, as no details regarding a failure mode of the device were provided. Based on the information available, a definitive root cause cannot be conclusively determined.

Event description:
Through implant patient registry it was learned that a 25mm 3300tfx valve in the aortic position, was explanted after an implant duration of 1 year, 3 months due to unknown reason. The explanted valve was replaced with a 27mm 11060a valved conduit.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.